Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 12.6 mmol/l. Customer did not receive a low battery alert prior to the replace battery now alarm. This is not the second occurrence of replace battery now without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.